Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with lead dislodgment. Patient received inappropriate shocks due to oversensing of the atrium. Increased capture threshold was noted. The lead was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.